Event description:
It was reported that stent damage occurred. A 4.00 x 12mm synergy xd drug-eluting stent was advanced but failed to cross the lesion and it was noted that the device was damaged. The procedure was completed with a different device and no patient complications were reported.